Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection as well as functional tests were performed on the sample. The reported condition could not be confirmed. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of an interlink extension set in which the roller clamp could not stop the flow. The condition was identified before patient use; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.